Event description:
A cartridge alarm was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by cts to put the pump into storage mode before returning it and acknowledged the instructions. A replacement pump was sent by cts, and the customer was informed of the required steps to take upon receiving the new pump. The return of the problematic pump using ups was arranged by cts, with the customer agreeing to return it within 10 days.